Event description:
The customer was unconscious and spouse used the device to check pt's blood glucose. A result of 171 mg/dl was obtained. Emts were called and they checked pt's glucose and the level was 30 mg/dl. Pt was treated with an IV and taken to the hosp. Controls were not used on the system. The device was replaced and requested to be returned for eval.